Event description:
This is a complete report. The investigation was completed on 07-apr-21. The results and conclusions are outlined in section h of this report the target site was common bile duct. The approach was gained from the oral. After using the straighter to straighten the stent, the physician attempted to make the reported stent insert into a wire guide. However, the reported stent could not be inserted into the wire guide, and the physician found a kink on the pig-tail part of the stent. ((B)(4) emdr 3001845648-2020-00938). Therefore, he cancelled using the reported stent, and another zebd-7-4 (lot# is unknown) (B)(4): the substitute device was used with non-recommended wire guide - m-through 0.025inch / medicos hirata) was used instead. No adverse events to the patient were reported.

Manufacturer narrative:
Annex g: g07001 - part/component/sub-assembly term not applicable. 1 x zebd-7-4 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to (B)(4) for device zebd-7-7 of lot number c1730352 that was used prior to this device in the case. Documents review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The target site was common bile duct. The approach was gained from the oral. After using the straighter to straighten the stent, the physician attempted to make the reported stent insert into a wire guide. However, the reported stent could not be inserted into the wire guide, and the physician found a kink on the pig-tail part of the stent. ((B)(4)). Therefore, he cancelled using the reported stent, and another zebd-7-4 (lot# is unknown) (B)(4): the substitute device was used with non-recommended wire guide - m-through 0.025inch / medicos hirata) was used instead. No adverse events to the patient were reported.